Event description:
Related manufacturer reference number: 2017865-2022-04188. It was reported that the patient presented for a system implant procedure. During the procedure, the right ventricular lead exhibited a decrease in the r-wave amplitude. While attempting to reposition the rv lead, the physician found that the set screw of the pacemaker was stripped. The pacemaker and the rv lead were replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of setscrew of pacemaker was stripped was confirmed. Final analysis identified epoxy was confirmed to be the substance found in the rv connector block threads, which caused the setscrew to be stuck in place and unable to removed. The observed epoxy was caused by a manufacturing anomaly.